Manufacturer narrative:
Initial reporter address 1 : (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon third inflation, it was reported that the balloon ruptured 10 atmosphere. The procedure was completed with another of same device. No patient complications were reported.